Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 108 mg/dl and the sensor glucose was 70 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated difference was occurring with the current sensor. Customer also stated that sensor was not accepting the calibrations. The sensor will not be returned for analysis.